Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline sheath was damaged. A driveline sheath repair was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files were not available for analysis. The reported driveline sheath damage event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on risk documentation, possible causes of the reported driveline sheath damage event may be attributed to multiple factors including but not limited to improper handling or normal wear over time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.